Manufacturer narrative:
Device passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart error. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. Customer stated that they were able to successfully clear the alarm. Customer also stated that they experienced the multiple unexpected restart alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.